Manufacturer narrative:
Zimmer biomet (B)(4). Patient ID not provided/unknown. Reporter's email not provided/unknown.

Event description:
It was reported that the internal implant hex was damaged. Another implant was placed to complete the surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified damage and deformation of the external hex feature. There were noticeable gouges around the external threads and the collar. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: h3: changed "no" to "yes."